Event description:
Doctor reported that diabetic pt presented with a red, painful red eye. Doctor state that pt was diagnosed with a corneal ulcer in the right eye and was immediately referred to an ophthalmologist. Doctor stated that after examining the pt the ophthalmologist reffered the pt to a specialty hosp. The pt was instructed to present the same day. Doctor stated that the pt returned at a later date and reported that the hosp diagnosed an infectious corneal ulcer in the right eye. Refer to page three for remaining narrative.